Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -8.5 into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a lens two sizes longer due to low vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
D4: expiration date - 31-mar-2025 should be added to the initial MDR. D4: unique identifier(UDI)# - (B)(4) should be added to the initial MDR. Claim # (B)(4).